Event description:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a hemostatic valve separation and an irrigation inadequate issue which occurred. The hemostatic valve dislodged inward on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and the irrigation was inadequate. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the issue resolved. The procedure continued. There was no patient consequence reported. The event was assessed as MDR reportable for both the hemostatic valve separation and irrigation inadequate issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 26-sep-2022. There was no error on the pump. The physician noticed leaking from valve end on the table. The physician did feel resistance between the catheter and the sheath. The issue was resolved by changing to a new sheath. A smarttouch sf catheter and octaray catheter were in use. Therefore, added under h6. Medical device problem code the "device-device incompatibility (a1702)" code. In addition, added the additional concomitant products provided to the "d10. Concomitant medical products and therapy dates" field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that the patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a hemostatic valve separation and an irrigation inadequate issue which occurred. The device evaluation was completed on 06-mar-2023. The product was returned to biosense webster (bwi) for evaluation. Visual, functional, and back pressure tests of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the sheath and the dilator. The dilator and a good known lab sample catheter were introduced through the sheath, and no obstruction or resistance was felt. Back pressure test was performed, and values were observed within specifications, no issues were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The irrigation, hemostatic valve, and resistance issues reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 09-mar-2023, a correction noted to the 3500a follow-up #1 as h4. Device manufacture date was processed as 06-jul-2022 and it should have been 07-jul-2022.

Manufacturer narrative:
Originally it was reported that the lot number was 00002048. However, additional information was received on 12-oct-2022 stating that the device that sent under manufacturer reference number (B)(4) with the lot number under 00002051 is the correct product for the complaint with the manufacturer's reference number: (B)(4). Therefore, the d4. Lot field, d4. Expiration date and h4. Device manufacture date fields were updated. The bwi product analysis lab received the device for evaluation on 03-oct-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).